Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 3 months, it was reported that the patient presented himself at hospital with dyspnea, leg edema. An ra lead dislodgement was reportedly confirmed. The patient was hospitalized and a lead re-positioning performed. The lead remained implanted at that time.